Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 595 mg/dl. The customer was experiencing high blood glucose levels and no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.